Event description:
Customer reported that he is receiving a constant beep on the insulin pump. He changed the battery and the screen went blank. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display returned. Blood glucose value is 115 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
After battery installation the insulin pump started the count and stopped at number 6 followed by blank display and a constant tone due to cold solder joints on connector on the mother board. No full segment display anomaly or black display anomaly noted. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.